Event description:
Hcp reports patient lost efficacy with increased dosages of intrathecal morphine. Patient experiencing band like radicular pain. Patient receiving pharmacy compounded intrathecal morphine - initial concentration 10 mg/ml increased to 50mg/ml. Dose gradually excalated to 26 mg day. Contrast study appeared to reveal patent catheter. 24 hours post procedure patient experienced a temporary analgesic efficacy. MRI performed - revealed a catheter tip mass at t-10. Hcp electing to taper patient off intrathecal mso4. Surgical intervention with revision of catheter is being considered. Patient has had no new neurological deficits - patient at "neurological baseline".